Manufacturer narrative:
For the 2 reported malfunctions, 2 lot number were provided, and 2 lot history reviews were performed. One device was returned to bd for evaluation. The remaining device was not returned for evaluation. Both malfunctions provided photos for further evaluation. After further evaluation, the investigation identified foreign material present in device for one of the devices. The company is still investigating the issue with the other device at this time. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported malfunction indicated that model 1808000 port & catheter, implanted, subcutaneous, intravascular allegedly had foreign material present in device. This report was received from various sources. This malfunction involved two patients with no patient consequences. Age, gender and weight was not provided for the reported patients.

Event description:
This report summarizes two (2) malfunctions. A review of the reported malfunction indicated that model 1808000 port & catheter, implanted, subcutaneous, intravascular allegedly had foreign material present in device. This report was received from various sources. This malfunction involved two patients with no patient consequences. Age, gender and weight was not provided for the reported patients.

Manufacturer narrative:
H10: of the 2 devices, lot number was provided and lot history reviews were performed. One malfunction had a device and a photo returned for evaluation, this malfunction is confirmed for device contamination with other material and device contamination during manufacture or shipping issue. One malfunction had a photo returned and confirmed for device contamination with other material. A root cause has not been determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.